Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up report.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.

Manufacturer narrative:
For the investigation the provided logfile was analysed. The reported stop of automatic ventilation could be confirmed. During the case in question, the device detected a wrong motor position. The device reacted in accordance with its implemented safety concept as it interrupted automatic ventilation, switched to man/spont mode and generated a corresponding audible and visible ventilator fail alarm. In such a case both manual ventilation and monitoring functions will remain unaffected and available. Hence, the user is able to ventilate the patient manually and monitor relevant information regarding ventilation and gas delivery. On behalf on the available information it was not possible to determine the exact root cause. However, based on experience, it is assumed that a faulty cable was the root cause for the described problem. The number of similar cases, related to the same issue, is within the expected range of the respective risk assessment and thus accepted. The field failure rates are subject to permanent monitoring by the responsible product quality board and are rated as acceptable.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.